Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: a vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed the combination of xdcr faults at power-up with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks.

Manufacturer narrative:
Vyaire file identification: (B)(6). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault and transducer fault alarms. The customer performed troubleshooting. However, the issue went unresolved. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.